Event description:
It was reported in a literature publication that a review of the discharge registry from a series of hospitals was performed. Six thousand ninety one (6,091) adults undergoing an initial inpatient lumbar fusion for degenerative conditions were identified. Bmp was used in 1167 cases. Twenty five (25) patients who received bmp had a life threatening complication within 90 days postoperatively.

Manufacturer narrative:
Literature article citation: martin et al. Hospital and surgeon variation in complications and repeat surgery following incident lumbar fusion for common degenerative diagnoses. Health services research; 2012. (Doi: 10.1111/j.1475-6773.2012.01434.x). Two thousand three hundred ninety one (2391) males, 3700 females. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.